Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement power supply assembly. A returned goods authorization (rga) number was also issued for the return of the defective power supply assembly for eval. As of 08/10/2015, carefusion has not received the defective power supply assembly.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a unit with leds that would not light up. According to the distributor, "at the time that the problem was observed [the] ventilator was shifted to internal battery and not working on ac mains". The distributor troubleshooted the event and determined that the issue was related to the power supply assembly. No pt involvement.